Event description:
Customer reported the gas module freezes during use which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the units o2 cell and nation tubing, performed unit calibration, function, and safety checks.